Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the device was not explanted for evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including neurological dysfunction and death, that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was encephalopathy, delirium, and failure to thrive. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.